Event description:
Knee swelled, went to emergency to get drained. Strength, dose or amount: 48 mg/ml - milligrams per millilitres, frequency: as needed; route: intra-articular. Therapy start date: (B)(6) 2018. Reason for use: unilateral primary osteoarthritis.